Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump suddenly stopped working changed battery and still no power on. Customer stated they did receive a low battery alert prior to the off no power alert. Customer stated it was less than 24 hours from the low battery alert prior to the off no power alert. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. Customer stated this was the second occurrence of off no power in less than 24 hours after low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis